Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz0799 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the safety huber needle leaked. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was inconclusive since unused same lot samples were the only items returned for investigation. Twenty-five unopened safety huber needle sets from lot recz0799 were returned for investigation. No used device was returned for investigation. No damage was observed on the returned samples. A functional test revealed no leaks in any part of the infusion set. Since the affected devices were not returned for investigation, the complaint was inconclusive. A lot history review (lhr) of recz0799 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the safety huber needle leaked. No other information was provided.